Event description:
The pt has type I diabetes. Prior to going to bed their blood glucose was 123 mg/dl on the device. They did not take insulin due to the result. About 1:00am spouse awoke to pt's making gurgling and moaning sounds. They were clammy and soaking wet. Spouse used the device to check pt's glucose and the result was 97 mg/dl. Spouse called the ambulance and when the emergency medical technician arrived about ten minutes later pt's glucose was 19 mg/dl on their meter. They were treated with an IV and was taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.